Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The medical grade power supply (mgps) was analyzed and the customer reported complaint was replicated. In-house fa installed power supply into the printed circuit assembly (pca) xi system and failed power.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to start, post anesthesia of a da vinci assisted surgical procedure, the surgeon side console (ssc) was not powering on and had no led status in the power button. The customer mentioned that initial power on was good, and then issue occurred. The customer verified power socket and tried multiple hard power cycle of the ssc. The procedure was completed with laparoscopy. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred prior to start, post anesthesia. It is unknown if ports were placed. An isi technical support engineer (tse) was suspecting issue occurred during initial system startup as per logs, but the customer declined. The procedure was completed with laparoscopy.

Manufacturer narrative:
An investigation was in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the medical grade power supply (mgps) to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.